Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed; the reported user advisory 7 fault (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. The archive data also confirmed that there were multiple occurrences of the ua 7 fault, including an occurrence on the reported event date of (B)(6) 2013. The investigation results indicate that a defective load cell was the cause of the issue.

Event description:
Complainant reported that during patient use the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. No additional details were provided.